Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was successfully advanced and placed within the patient. During the final arm angle testing the clip opened to approximately 50 degrees. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. Another mitraclip was then implanted successfully before the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.